Event description:
Back check valve failure. Rituxan secondary back-flowed into the primary fluid bag after being inserted into the pump and before attached to the patient. FDA safety report ID # (B)(4). FDA received date 01/14/2020.